Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the inserter needle of the abbott diabetes care (adc) device got stuck in the customer's hands after sensor application. The customer was able to remove the needle on their own. There was no report of death or permanent impairment associated with this event.